Manufacturer narrative:
H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The while the customer's reported issue was confirmed, further investigation of the device found a reportable malfunction where the upstream occlusion (uso) seal was buckling, and the odometer had reached over 6 million rotations. The uso seal was replaced, and a dso/uso calibration was performed. The device passed all tests after the repair.

Event description:
The customer returned the product for missing battery separators, during investigation, a buckled uso seal was identified. There was no patient involvement.